Event description:
On (B)(6) 2023, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: the event occurred on(B)(6) 2023. The dentist was performing a restorative filling procedure on the buccal side of teeth numbers 24, 25, and 26 of a patient using the z85l handpiece (serial no. (B)(6) during the end of the procedure, the head of the handpiece overheated, and the patient received a single small and light burn on the inside of their cheek and lip. The patient was treated at the time of the injury with the application of vitamin e to the affected area and given capsules to continue treatment at home. The patient has had a follow up with the dentist since the event and is reported to have healed normally without further need for medical attention.

Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the distributor, nsk america corporation, under report number 1422375-2023-00011. The dentist refused to provide information about the patient's weight. According to the distributor (nsk america), further inspection of the handpiece involved in the adverse event for cause by nakanishi is no longer possible because the handpiece was serviced by the distributor (patterson) in canada and returned to the user before nsk america was made aware that patterson was in possession of the handpiece. The distributor (patterson) has confirmed that the subject handpiece was repaired, lubricated, and tested to specification without issue. Due to the device not being returned from the distributor, nakanishi examined the device history record (DHR) for the subject z85l device [serial no. (B)(6)]. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.